Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 plunger rod was defective/damaged. The following information was provided by the initial reporter: "syringe plunger malfunction and caused medication to leak out of the syringe causing blood to back up into the syringe."